Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported via regulatory agency, "breast implant illness with silicone rupture, left sided trigeminal neuralgia and persistent left arm pain. Arthritic symptoms, inability to regulate thyroid, 60 lbs. Weight gain, depression." Device status is unknown. This is the right side record.